Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the inpact admiral drug coated balloon sbi06025013p 06.00 l250 ul1300 ous, there were balloon deflation difficulties and the device would not deflate at the lesion site. It was also reported that there was difficulty removing the balloon following balloon inflation and the balloon could not be removed through the sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the lesion/vessel site or location associated with the event was the left leg sfa and the type of target lesion was sfa disease/stenosis. No issues noted during inflation, only deflation. The vessel was pre-dilated (poba). The device was safely removed from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis visual inspection: the device returned with the balloon returned loaded/stuck in a 6f sheath non medtronic introducer the size on luer due to the bunching on the balloon it was not possible to remove the balloon from the introducer the balloon returned burst so it was not possible to do any functional testing on the returned device damage was observed to the introducer medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.